Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached retainer is confirmed and was determined to be manufacturing related. One PICC plus statlock device with moveable posts and a foam pad was returned for evaluation. The sample was returned with the retainer separate from the pad. During the investigation, the retainer and pad showed a lack of adhesive to create a bond between the two surfaces. An inadequate amount of adhesive was applied during the assembly process. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patch part and the fixed part peel off. There was no reported patient injury. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patch part and the fixed part peel off. There was no reported patient injury. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.